Event description:
A surgeon reported a pt with an unexpected postoperative refractive outcome following intraocular lens (iol) implant surgery. Additional info was received from the surgeon who reported the event continues and a lens exchange is planned. Additional info provided also indicated that an unapproved viscoelastic was used during the procedure.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received. (B)(6).